Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in the mid lad. The lesion could not be crossed with the device. A guide extension was used during procedure.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is slightly deformed at its distal end and severely deformed at its proximal end. Outside of the deformed zones the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Moreover, the hypotube was found kinked about 75 mm distal to the kink protector. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.